Event description:
Complainant alleged that while defibrillating a pt (age and gender unknown) the device's defib output was incorrect. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.